Event description:
It was reported that the dentist used the membrane over bone graft and at the time of implant placement, tissue died back over the membrane. Bone was exposed and the dental implant failed. The patient had poor healing and dentist is concerned about residual eto in the membrane. Update on 8/26/2016: the implant which underwent concomitant guided bone regeneration had an infection and implant failure. The membrane became exposed and dissolved. Patient was placed on zithromax and all adverse events have resolved. This ae is slightly possibly related to the ossix plus and more likely not related to the membrane or the eto. Update on 9/1/2016: the doctor placed 7 implants in a patient and one implant which underwent concomitant guided bone regeneration had an infection and implant failure. The initial infection started around the soft tissue, patient was placed on zithromax (penicillin allergy), then switched to metronidazle. Implant failed in 2 weeks when became loose, then second implant 2 weeks later. The doctor feels the implants were placed according to acceptable surgical protocol. The ae resolved and the patient is fine. Update on 9/14/2016: the dentist clarified that there was no tissue necrosis. She said there was pus and infection.